Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 580mg/dl. The customer mentioned that the customer received a no delivery alarm on their insulin pump. The customer stated that the cannula was not bent. The customer will call back to finish trouble shooting the issue. No further information was provided.